Manufacturer narrative:
B3: date of event: estimated date based off the year provided as the exact event date was not reported. D6: implant date: estimated date based off the year provided as the exact implant date was not reported.

Event description:
It was reported that the stent broke and migrated. An unknown vici stent was implanted in the patient in 2020. At an unknown time, the stent broke and migrated through the patient's heart, causing major issues.